Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, the device was unable to be interrogated due to possible premature battery depletion. Furthermore, a loss of capture was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.